Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased act button dome switch. No unlocked lcd keypad connector. All operating currents within specifications and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the act button on the insulin pump was not working. He had to bury his finger into the button to get it to respond. Customer's blood glucose was 499 mg/dl. The customer treated his blood glucose level with syringe. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.